Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received a vibratory alert. Interrogation revealed the device was in backup up vvi mode due to an event queue overflow. A device download and upgrade was performed successfully. The patient was stable.